Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure and suture was used. The needle broke close to the swage point and was found and retrieved from the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.